Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple altitude alarms while in an air-conditioned room. The alarms were cleared in 30 minutes. The customer's blood glucose (bg) level was 518 mg/dl with trace levels of ketones and insulin injections were administered to address the bg level. The contact reported that the customer had recently consumed a meal; however, was not sure if there were other causes. The contact declined tandem technical support's offer to troubleshoot.